Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an endovascular abdominal aortic aneurysm (aaa) repair procedure via a 12f sheath. Reportedly, a first prostyle device was pre-placed without issue; however, while removing the plunger of a second prostyle device, a suture break occurred. As the remaining portion of the suture was removed, the knot was also noted to be unraveled. The suture of an additional prostyle device was successfully pre-placed and the aaa repair procedure was completed using the same 12f sheath. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.